Manufacturer narrative:
The insulin pump passed the idle current measurement test, run current measurement test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. However, the insulin pump was unable to vibrate during self test due to faulty vibrator motor. The insulin pump was received with no battery installed. No cosmetic damages were noted. Data analysis: (B)(6) 2017 daily insulin total = 0u. (B)(6) 2017 daily insulin total = 0u. (B)(6) 2017 daily insulin total = 0u. (B)(6) 2017 daily insulin total = 0u. (B)(6) 2017 daily insulin total = 0u. (B)(6) 2017 daily insulin total = 0u. (B)(6) 2017 daily insulin total = 0u.

Event description:
It was reported that the customer passed away in a hospice house on (B)(6) 2017. The cause of death was cancer. The caller stated that this was the fourth round since seventeen months. The caller stated that the customer was not wearing the insulin pump at the time of death; it had been disconnected ten to eleven days prior to passing because the hospital did not know how to operate the insulin pump. The caller did not know the customer's blood glucose at the time of death. However, stated that the last know blood glucose value was 121 mg/dl. The caller agreed to return the insulin pump for analysis. Please see section h10 for analysis results.